Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low r-wave amplitudes and changes in morphology resulting in an inappropriate shock. X-rays were completed to evaluated device system placement. Device data was sent to rhythmcare for review. This device was tested in clinic with multiple automatic setups. The device was then reprogrammed with an extended smart charge to mitigate further inappropriate therapy. This device remains in service. No adverse patient effects were reported.